Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation, the battery charger was producing a charger fault. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's batteries weren't charging properly. The pt was issued a replacement battery charger/modem.